Event description:
It was reported that the patient experienced pain and a shocking sensation after suffering a fall in (B)(6) 2011. The patient is unable to sit down due to the pain and must lie on his side. The implantable neurostimulator (ins) was off because the patient felt like it was shocking him. The patient also noted that the ins battery was low at his last appointment and that 'he needs the device explanted.' Additional information was requested but was not received at the time of this report.

Event description:
Additional information received reported that the patient experienced a shock when the device was turned on or that it "electrocutes" him. He also felt "arched" when the device was on. The patient suffered a few falls and the stimulation did not feel correct since. One of the falls was 7 feet from a (B)(4) truck and he landed on his hip and back. An appointment was scheduled on (B)(6) 2012 with the physician to discuss "fixing" the device or having it removed. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the cause of the event was the patient fell, and could not recharge for 10 months. The implantable neurostimulator (ins) was replaced (B)(6)-2012. No hospitalization was required due to the event, and the patient recovered without sequela.

Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: 2005 (B)(6), product typ extension, product ID 748940, serial# (B)(4), implanted: 2005 (B)(6), product typ extension, product ID 74002, lot# n224683, implanted: 2011 (B)(6), product typ pocket adapter, product ID 3998, lot# j0527214v, implanted: 2005 (B)(6), product typ lead, product ID 37752, serial# (B)(4), product typ recharger, product ID 37743, serial# (B)(4), product typ programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).